Event description:
It was reported that the controller exhibited an erroneous critical battery alarm for one battery. It was also reported that eleven days prior, three other batteries exhibited communication errors with power disconnect alarms. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical device: dtmb1d4 ICD, 6935m55 lead, 5076-45 lead, implanted (B)(6) 2017. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650, catalog #: 1650, expiration date: 31- mar-2023, serial# : (B)(4), UDI #: (B)(4), labeled ofr single use: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 01-mar-2022, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery,model #: 1650, catalog #: 1650, expiration date: 31- mar-2023, serial#: (B)(4), UDI #: (B)(4), device avaliable for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 01-mar-2022, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650, catalog #: 1650, expiration date: 31- mar-2023, serial# : (B)(4), UDI #: (B)(4), device available for evaluation: no, evaluaed by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 01-mar-2022, lableled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650, catalog #: 1650, expiration date: 31- mar-2023, serial# : (B)(4), UDI #: (B)(4), device available for evaluation: no, evaluaed by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 01-mar-2022, lableled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Desc evt problem: updated to include additional malfunction on the controller - h6 device codes (fdd/annex a): updated to include code a12 - h6 img (annex g) component: updated to include code g04034 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were complaints that the power sources were not stable in port one (1) and two (2) of the controller.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller (B)(6) and four batteries (B)(6) were not returned for evaluation. Visual evidence provided by the site showed the battery connectors functioning as expected; however, visual evidence provided by the site revealed slightly bent pins within the power ports of the controller. It is likely that the observed bent pins contributed to the reported controller poor mechanical connection event. Additionally, visual evidence provided by the site revealed contamination was observed within both power port of the controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed a critical battery alarm due to a communication error logged involving (B)(6). Review of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period; review of the data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) were between 101 -201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported events were confirmed. The reported batteries had been lubricated prior to release. The most likely root cause of the reported critical battery alarm can be attributed to communication error between the controller and batteries. Possible root causes of the communication errors and resulting power disconnect alarms can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination within the power port. The most likely root cause of the observed contamination event within the power ports event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to co ntact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17,b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.